Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. Unable to verify missing segments or partial display due to blank display. Unit received with corroded motor home switch. Unit received with corroded battery tube. Unit received with broken battery tube threads and reservoir tube lip. Unit received missing end cap sticker. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the piece of the plastic is broken off around battery compartment and battery cap. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.